Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. A request was made for the return of the meter and strips, replacement sent.